Manufacturer narrative:
(B)(4). Concomitant products: g7 pps ltd acet shell 54f, pn 010000664 ln 3087648; g7 neutral e1 liner 36mm f, pn 010000858 ln 3208573; cer bioloxd option hd 36mm, pn 650-1057 ln 201830; cer option type 1 tpr sleve -3, pn 650-1065 ln 714340. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to product still being implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient experienced nondisplaced periprosthetic fracture approximately 2 months post implantation.

Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of 0001825034-2014-07706.